Event description:
Hosp advised that the pump was set up to infuse tpa at a rate of 68cc/hr. This infusion was complete in 20 minutes instead the expected 30 minutes. A second bag was hung and the pump was set to infuse at 23ml/hr. This infusion was complete in 30 minutes instead of 60 minutes.